Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of spline inversion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device had bunched splines and was unable to be used. When the catheter was inserted into the left atrium and deployed, the splines repeatedly bunched and could not be corrected. It was reported the patient had a small atrium, which possibly made the situation difficult to resolve. Every time they attempted to reintroduce the catheter the spline bunching occurred again. At this point the procedure was cancelled, there were no patient complications. The catheter is not expected to be returned as it was discarded by the facility. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device had bunched splines and was unable to be used. When the catheter was inserted into the left atrium and deployed, the splines repeatedly bunched and could not be corrected. It was reported the patient had a small atrium, which possibly made the situation difficult to resolve. Every time they attempted to reintroduce the catheter the spline bunching occurred again. At this point the procedure was cancelled, there were no patient complications. The catheter is not expected to be returned as it was discarded by the facility. This event is being reported for aborted/cancelled procedure with a patient under sedation.